Event description:
It was reported that the patient is having difficult time charging the deep brain stimulation (dbs) implantable pulse generator (ipg) to a full charge. Retraining of the charging technique and several attempts with multiple charger kits to physically charge the ipg to a full charge were made, however were unsuccessful and were experiencing return of their symptoms. A database analysis performed revealed that the charging sessions were not logged in the database since (B)(6) 2024 and the reported event was confirmed. Based on a review of all available information, the cause of the event of the patient unable to charge ipg to a full charge could not be determined. A return analysis is needed in order to confirm if device exhibits normal characteristics and the database investigation is unable to determine the probable cause, therefore engineers concluded the cause was not established. The ipg was approved for warranty and the patient underwent a procedure where the ipg was replaced with another of the same model. The patient did well post-operatively.

Manufacturer narrative:
Correction to the initial MDR in block g4. The returned vercise genus ipg was analyzed, and the reported event of the patient having difficulties charging the ipg was confirmed. Attempts to charge the ipg were made, however were unsuccessful and communication could not be established with a known working remote-control (rc) or clinician programmer (cp) therefore functional testing was not performed. Internal electrical analysis measurements indicated that the internal battery had low voltage measuring in 1.08 volts and a retrieved data log analysis indicated the device stopped logging data when it went into hibernation. Additional testing confirmed that the electrical component diode (d3) was shorted to ground which prevented the ipg from fully charging. Based on a review of all available information, engineers concluded the cause was traced to component failure.

Event description:
It was reported that the patient is having difficult time charging the deep brain stimulation (dbs) implantable pulse generator (ipg) to a full charge. Retraining of the charging technique and several attempts with multiple charger kits to physically charge the ipg to a full charge were made, however were unsuccessful and were experiencing return of their symptoms. A database analysis performed revealed that the charging sessions were not logged in the database since (B)(6) 2024 and the reported event was confirmed. Based on a review of all available information, the cause of the event of the patient unable to charge ipg to a full charge could not be determined. A return analysis is needed in order to confirm if device exhibits normal characteristics and the database investigation is unable to determine the probable cause, therefore engineers concluded the cause was not established. The ipg was approved for warranty and the patient underwent a procedure where the ipg was replaced with another of the same model. The patient did well post-operatively.